Manufacturer narrative:
Pfc left total knee revision performed on (B)(6) 2016. Patient originally had a unicompartmental knee (non-depuy) which was revised to our primary knee. Primary total knee replacement was on (B)(6) 2015 by the same surgeon at the same hospital. Reason for the revision: tibial had subsided on the medial side. There was no osteolysis or soft bone present. The surgeon commented that he should have originally put a stem on the tibial when revising the uni knee. Patient details (B)(6). Primary op report including product stickers are available. No other information available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfc left total knee revision performed on (B)(6) 2016. Patient originally had a unicompartmental knee (non-depuy) which was revised to our primary knee. Primary total knee replacement was on (B)(6) 2015 by the same surgeon at the same hospital. Reason for the revision: tibial had subsided on the medial side. There was no osteolysis or soft bone present. The surgeon commented that he should have originally put a stem on the tibial when revising the uni knee. (B)(6). Primary op report including product stickers are available. No other information available.